Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer in conjunction with vyaire's field service representative determined the most likely cause of the issue was the blender assembly. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the device displays oxygen range errors. The customer, in conjunction with vyaire's field service representative determined the most likely cause of the issue is the blender assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the blender assembly. After replacing the blender assembly, the issue was resolved. The fsr performed the operational verification procedure and performed checks. The fsr reported the vent is operational and meets OEM specifications.